Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision op notes, which indicated the patient had an irrigation and debridement on left hip, due to infection. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: 139254, m2a-magnum 42-50mm tpr insrt-3, 752180, unknown, unknown x3 liner stryker, unknown, unknown, stryker tritanium acetabular component size 58 mm, unknown, unknown, 6.5mm screws: 35, 26, 20, unknown, 11-301322, arcos con sz b std 70mm, 163750, 11-300814, arcos 14x150mm spl tpr dist, 250330. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01737.

Event description:
It was reported that the patient underwent a left hip irrigation and debridement procedure due to an infection one month post-implantation. The head and liner were exchanged. Attempts have been made and additional information on the reported event is unavailable.